Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4). The dentist reported that, 3 months after the dental implant was installed in intraoral region #3, its non-osseointegration was observed. 70 ncm of primary stability was achieved and the patient presented bone type IV. The implant was immediately loaded.